Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report was verified and attributed to debris/contaminants inside the transducer flow screens. The transducer flow screens were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check failure -1003" error message.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a"self check failure -1003" error message and stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2020-03676, 1220908-2020-03678, 1220908-2020-03679, 1220908-2020-03680, 1220908-2020-03681 and 1220908-2020-03682 for a similar event reported from the same customer.